Event description:
It was reported that the user was involved in a car accident during which a connector snapped off in the pump, and the user subsequently removed the broken connector and was advised to monitor the pump for proper function. Symptoms included no reported alerts or alarms and no reported adverse clinical effects. Outcomes included no reported need for medical intervention or hospitalization. Investigation of this case revealed mechanical damage to the connector consistent with external impact, with no evidence of device malfunction or alarm activity. It was concluded, based on previously established findings for similar reports, that the cause was user environment and external physical damage.